Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the caregiver reported that small white particulate matter appeared to be in the line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported particulate matter could not be confirmed and a cause was undetermined.